Manufacturer narrative:
Our evaluation of this incident is not yet complete. A follow-up report will be submitted when the evaluation is complete.

Event description:
Welch allyn customer reported the terminal server powered down and could not be rebooted. Welch allyn considers this reportable due to the loss of centralized monitoring. There was no death or injury associated with this complaint. The customer did not provide any patient information.

Manufacturer narrative:
Welch allyn could not confirm the customer's allegation of their terminal server losing power. The customer elected not to return the terminal server to welch allyn. The customer requested a new terminal server. Replacement terminal server was installed and is fully functional. No further investigation will be conducted